Event description:
It was reported that there was high short interval counts (sic), non-sustained ventricular tachycardia (vt) and artefact during follow up on the right ventricular (rv) lead. The lead was capped and replaced. It was also reported the customer was not satisfied due to short battery life on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.